Event description:
It was reported that bd insyte¿ IV catheter sleeve had been split. This was discovered before use. The following information was provided by the initial reporter: during the infusion on surgery, it was found that the plastic sleeve of the trocar had been bifurcated and separated from the needle core and could not be used.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter sleeve had been split. This was discovered before use. The following information was provided by the initial reporter: during the infusion on surgery, it was found that the plastic sleeve of the trocar had been bifurcated and separated from the needle core and could not be used.